Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the implant of this right ventricular (rv) lead, it was noted that the pacing impedance measurements were above 2,000 ohms. Initially the measurement was 2,130 and then it reduced down to 2,020 ohms. All other measurements were in normal range and very stable. Testing on the rv lead was performed in unipolar and the same high pacing impedance measurements were noted. There was no noise observed on the electrogram indicating a potential fracture. The rv lead was then connected to the pacemaker, and the pacing impedance measurements remained above 2,000 ohms in both the bipolar and unipolar configuration. The field representative discussed the preferred range for lead pacing impedance measurements and suggested extracting the rv lead to change it out with another lead; however, the physician felt that the pacing impedance measurements would decrease over time. The rv lead was implanted. No adverse patient effects were reported. Pacing impedance measurements were taken the next day and the measurement decreased down to 1.700 ohms.